Event description:
The customer reported via phone call that they were experiencing high blood glucose and was hospitalized on (B)(6) 2021. The customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 441 mg/dl. The customer's blood glucose at the time of incident was found to be 724 mg/dl. The symptoms for high blood glucose was found to be flu, tired or weak, nausea, frequent urination. The customer declined troubleshooting for high blood glucose. The customer was using the insulin pump within 48 hours when the event occurred. The customer was using auto mode at the time of event. The significant event that lead to the hospitalization was severe stomach infection. The customer also reported that the insulin pump had bent cannula. The damage had occurred on the first day of use of insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.